Manufacturer narrative:
It was reported that the patient was burned. Due to this, patient was seen in the ed & is receiving wound care.it has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Can "malfunctioned"